Event description:
It was reported that during a low anterior resection procedure, the registrar fired the device and it appeared to misfire. It was reported that no staples were deployed. As he was firing the device, he had no cause for concern as he heard the 'crunch'. It wasn¿t until they were removing the stapler, that they found it more difficult to remove than usually. This resulted in failed anastomosis. Suture was used to close the colon. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).